Event description:
Sales consultant reported that the patient had a possible non union and delayed healing. The original implant procedure of a humerus plate, 3.5mm cortex screws and 3.5mm locking screws was completed on december 6, 2012. The sc reported that the surgeon planned to remove the plate and test off site for bone growth and either re-plate or add biomaterials to promote bone growth. The plate was removed and concluded there was bone growth and washed out and closed. There was no open reduction internal fixation (orif) revision procedure completed. No additional information was provided. This is report 7 of 10 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.